Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery had a liquid drain. It was also reported that the pdm does get warm and that the battery is not holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.